Event description:
Additional information received reported that the patient had an infected implantable neurostimulator (ins). The patient called on (B)(6) 2015 with pain at the device site and at primary care doctor¿s office. The physician reported that there was a pocket of pus around the device. Diagnostic methods included laboratory testing which showed abnormal. The wound culture showed coagulase negative (B)(6). The patient was instructed by the doctor to be admitted to hospital to start IV antibiotics and kept on ¿npo.¿ the ins was explanted on (B)(6) 2015. The patient was discharged on (B)(6) 2015 with p.o. Pain medication and oral antibiotics for 10 days, home health care was to assist with wet to dry dressing change bid. Post op vision 2015-jun-30 showed that the incision was healing well with granulation tissue, no infection, continue wet to dry dressing change per home health. The patient was to return in 2 months for wound check. The event required in-patient hospitalization and an unscheduled clinic or office visit. The device was explanted and not replaced. The outcome was resolved without sequelae.

Event description:
It was reported that the patient had an infection. She was calling in today to inform manufacturer of the ins (stimulator) was removed due to infection on (B)(6) 2015. They may re implant a new ins on the left side but that was yet to be determined. The ins that was implanted on (B)(6)-2012 was replaced due to normal battery depletion. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0rstn, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0rstn, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).